Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Initially, a surgeon reported two vitrectomy probes did not cut and did not aspirate during a surgical procedure. The vitrectomy probes were not twisted or damaged. System parameters and calibration passed normally. No system messages were displayed. The surgeon has noted that problems only happen with 10,000 cuts per minute (cpm) probes and only with posterior cassettes. The cassette pak was exchanged and the same failure occurred with the second probe. The case was completed using alternate cassette pak and an alternate system. Patient impact was not indicated. Additional information was received from the surgeon indicating the vitrectomy probe stopped cutting after 20 minutes of use and just aspirated. The procedure was prolonged for 20 minutes. This is one of multiple reports from this facility.